Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31431562l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and the irrigation issue (used on patient) was observed. During the left pulmonary vein (lpv) ablation, the irrigation hole was clogged preventing flushing. The issue was resolved by replacing the thermocool smarttouch sf catheter to another one. The procedure was completed without patient's consequence. Additional information was received on 02-jul-2025. The catheter was the suspected device for the reported flow/irrigation issue. The issue was not noted before the device was used on the patient. The issue was noted after the thermocool smarttouch sf catheter was used on the patient. Additional information was received on 23-jul-2025. No error was noted from the irrigation pump. The catheter was found not being irrigated when the physician checked the catheter tip. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation.